Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that a hematocrit saturation color chip failure occurred. As a result, an alternate device was employed for the procedure. There were no reported adverse consequences to a pt as a result of this event.